Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. Additional  information:  the actual device serial number associated with this event is not known. The following possible serials numbers have been provided: (B)(4).

Event description:
It was reported by an attorney the patient underwent a supracervical hysterectomy for treatment of endometrial hyperplasia, polycystic ovaries with menometrorrhagia and anemia and a morcellator was utilized. Conservative management of these symptoms had reportedly failed and the patient had a long history of irregular cycles. At the time of the procedure, it was reported the patient¿s hematocrit was 27% while on iron therapy and provera. It was further noted the patient had a very tight vaginal vault with previous history of 1 c-section, no vaginal births and no history of any abnormal pap smear. Limited medical records provided and the operative note reveals an uneventful procedure where ligasure, morcellator and electrocautery were used to conduct the hysterectomy. Following the procedure, surgical pathology noted endometrioid adenocarcinoma, figo grade 3 with focal serous features. No lymphovascular space invasion was identified and no serosal involvement identified. Ultimately, the patient was diagnosed with metastatic endometrial cancer, hypertension, hyperlipidemia and obesity. She underwent a robotic assisted radical trachelectomy, bilateral salpingoophorectomy, lymph node dissection and omentectomy and completed adjuvant chemotherapy and radiation therapy. In 2015, patient was diagnosed with lung metastasis and in 2016 colon metastasis was diagnosed. In (B)(6) 2016, a flexible sigmoidoscopy was performed and the sigmoid colon was fixed within the pelvis and could not be straightened. Surgical fecal diversion was performed. In (B)(6) 2017, patient sought consult for telegenetic counseling regarding her history of uterine/ovarian cancer and family history of colon cancer. It is reported the patient expired on (B)(6) 2017 and the cause of death reported is metastatic uterine cancer, although no autopsy report is provided. No additional information has been available.